Event description:
Patient got readings of 80 and 114 on prodigy meter. Felt symptoms of low blood sugar, was sweaty and in and out of consciousness. The patient drank some juice. About 20 minutes after prodigy meter readings. Paramedics took reading on their meter with a 20 result. Patient takes humalog and humilin insulin, amiboine, coronidine, iron, minoxidil, renagel, phenytyon, simvastatin, carvedilol, dulcolax, vitamin b-2. Pt takes 15 units of insulin twice per day and tests 4-6 times per day. Pt ate chicken and vegetables the night before. Pt reports he uses alcohol on test site.